Manufacturer narrative:
The event was not reported directly to the manufacturer. Attempts to obtain additional information about the event and initial reporter have been unsuccessful. Information available at this time is that from the reported information contained within the user report, (B)(4). The device was not returned for analysis, which prevented a full investigation and analysis. The lot history was reviewed and no anomalies were noted. The product met all specifications, accordingly. Based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe once it has been fully inserted into the probe aperture and ready for deployment. Our mammotome biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the marker applicator shaft from the probe aperture creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, warnings and precaution language are provided in the IFU as follows: warning: failure to align the mammomark applicator as specified may result inn improper deployment of the collagen plug and possible tip shear. Warning #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement. Although the event could not be confirmed as reported, due to similar previously reported events, we are submitting this medwatch report. Device not returned to manufacturer.

Event description:
Per FDA maude database report, a voluntary user report, (B)(4), was received by the FDA on 8/27/2015. The report indicated that on (B)(6) 2015, a portion of a biopsy site identifier sheath broke off during the biopsy and was retained in the patient's breast.

Manufacturer narrative:
The medwatch report received from the FDA, mw5055863, included additional details that were not included in the maude database extract, which was previously identified as point of awareness. This enabled follow up with the initial reporter and completion of the investigation. The investigation summary is provided here. Patient identifier, has been corrected to reflect the correct complaint reference number, (B)(6). Date of this report, was corrected to reflect actual aware date ((B)(4) 2015) - date when sales rep was notified of the event - versus date of maude report ((B)(4) 2015). Follow up with the initial reporter (customer) indicated that the customer's manner of deploying the marker likely contributed to the event. The sales rep provided followed up instruction to ensure proper use of the device. The patient had a subsequent surgery on (B)(6) 2015 to remove the marker tip, with no complications.